Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported leak (loss of fluid column). There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the preparation of steerable guide catheter(sgc), hemostasis valve was unable to hold column. The sgc was replaced with another device to complete the procedure. The mr was reduced to grade 1 post procedure. There was no clinically significant delay or adverse patient effects reported.